Event description:
A report was received that a patient was burned by charger. The patient reported that he does not have feeling or sensation in the area he was burned and therefore, did not seek medical attention.